Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/5/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 12/4/24. On 12/6/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user experienced severe hypoglycemia, resulting in unconsciousness. They were found cold, clammy, and sweaty, prompting a call to ems. Upon arrival, ems measured a bg level of 20 mg/dl and administered dextrose, raising bg to 180 mg/dl. However, bg dropped again shortly after ems departed. The user's dexcom g7 continuous glucose monitor (cgm) sensor inaccurately displayed a bg level of 287 mg/dl, while a finger stick showed 57 mg/dl. The user was subsequently admitted to the emergency department. During the event, no backup therapy was utilized, and the hypoglycemia lasted approximately one hour. Hospital treatment included manual insulin administration. Following the event, the user discontinued the ilet device, citing fluctuating bg levels when using it, and plans to meet with their cds after the holidays to discuss resuming ilet therapy. Long-term health effects associated with the user's condition include glaucoma and amputations.